Event description:
It was reported that the system 9800 displayed a high ma error during a procedure. The error was bypassed and the procedure completed without further incident. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The malfunction could be responsible for an unintended x-ray exposure. The filament calibration was performed. The system was tested and found to be working as intended and placed back into service.